Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 which confirmed the reported event of firmware error. The root cause could not be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. The patient's mother did not report any injury or medical intervention.